Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. The customer's blood glucose (bg) level was 521 mg/dl. The customer's bgs were impacted by the reported event; however, the customer also stated bg levels have been elevated for the past 2 weeks due to receiving a cortisone injection. It was indicated that the customer would administer a manual injection or a correction via the insulin pump to address bg levels. During the call with tandem's technical support, the customer was able to load a new cartridge successfully.